Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer would freeze-up during use. It was indicated that the upper and lower case were damaged. It was also indicated that the rear display cover was scratch, the media bay door was damaged, and the programmer failed initial safety test which necessitated a bulkhead replacement. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after initial interrogation, the programmer would freeze-up during the initial report generation or "generating quick look" screen. A reboot and re-interrogation had the same result. The programmer was returned for service. No patient complications have been reported as a result of this event.